Event description:
It was reported that when patient was admitted in the hospital for pneumonia, a vibratory notification was received. Interrogation revealed a drop in rv pacing lead impedance (pli). The pli limit was adjusted, and the patient will be monitored.

Manufacturer narrative:
.